Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed an interrogation problem on the implantable cardioverter defibrillator (ICD). It was stated that the session was successful in the end, however, no information was provided on the resolution. The patient condition was stable. Further information was requested but not received.

Event description:
Additional information received indicated the patient presented in the emergency room due to an unrelated complaint. The interrogation issue noted on the ICD was more about intermittent drops of the telemetry during the session rather than failure to interrogate entirely and was resolved via troubleshooting steps, resulting in a successful interrogation session. There were no reported patient consequences.